Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant, therefore the expiration dates are not known. Serial number of the radio frequency controller not provided by the complainant. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Lot numbers not provided by the complainant, therefore the MFR dates are not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable devices as lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warning: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
After several unsuccessful cavity integrity assessment (cia) tests with two devices during a novasure endometrial ablation, the procedure was aborted and a perforation in the right cornua area of the uterus was confirmed on post hysteroscopy. A laparoscopy was performed and the perforation was cauterized. On (B)(6) 2011, the physician reported the pt was seen on f/u and is "fine". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.